Event description:
(B)(4). List of my complications: chronic vaginal yeast and bacterial infections , painful ovulation, painful periods (cramping, heavy with clots, irregular occurring every 2 weeks and lasting 2 weeks), chronic fatigue, joint pain , swollen ankles, feet and hands, insomnia, high blood pressure, depression, high cortisol, discharge from my breast with normal prolactin levels. Weight gain (cannot control no matter what I do, I get asked if I'm pregnant!), red rash under both arm pits (have gone 2 weeks with no deodorant and the rashes did not go away-yes, I took a lot of showers :) ) , acne and skin texture changes, been tested for auto immune disorders such as lupus, cushings, addison's disease, tested positive for ebv (mono) last october , chronic swollen glands, severe brain fog, chronic inflammation, headaches (more frequent as time goes on) , pityriasis (doctor said that it is something people typically get when they have an autoimmune disorder).

Event description:
(B)(4). On (B)(6) 2015 I had to have a hysterectomy to remove essure due to the chronic problems it was causing. The pathology report indicated that I had chronic inflammation of the tubes, uterus and cervix. I also had several fibroids. I have also been diagnosed with hashimoto's thyroiditis and chronic epstein barr virus. Within 6 months of getting essure back in 2010 I started having joint pain in both my hands and wrists, since my essure removal it has not gotten any better, now I have to go to a rheumatologist. All of these have something in common, they are auto immune related all due to the auto immune response triggered by the implantation of the coils. I now have to try and accept while I have no more abdominal pain, I still have the chronic issues from auto immune diseases that will never go away.